Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the device has "not worked in 6-8 months due to the battery running out". It was noted that the patient had colon cancer and part of her bladder was removed. The stimulation was supposed to help with the loss of bladder. It was reported that the patient "did not like the device since it was implanted" because it was "painful in her lower back" where it was implanted. It was hard for the patient to sleep. It was noted that the patient wondered if "riding in a truck on a bumpy road had moved the device". The patient inquired about what type of doctor can take the device out. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v503942, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).